Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the message, "system advisory: battery communication timeout," and, "base hardware failure." The same occurred with new batteries. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Battery communication timeout and base hardware failure alarms verified in event log. No service history found in last 12 months. Performed verification testing and visual inspection. Reported problem duplicated during power on and battery test, battery status displayed na, replaced new battery, new battery failed to charge. Found the reported problem is caused by faulty interconnect printed circuit board (pcb) board. Replaced interconnect pcb board. Device passed battery test and displayed 25% during power on. Visual inspection found top case, bottom case and plunger case are broken. Replaced all and device passed all testing.